Event description:
The trust have reported that they have an agilia vp mc wifi infusion pump that the user has reported as delivering too high pressure. No further information has been provided. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and many oclusion alarms was found. Infusion was stopped many times (16) because of downstream occlusion alarms. However, these alarms could either be due to normal behaviour of the pump or a defective sensor. The device was returned to brèzins for investigation. An internal and external check were performed on the device and nothing to notice. Following tests were performed on the device and they were all compliant with IFU values specifications: _test 1: pressure accuracy _test 2: occlusion alarm accuracy (no pressure alarm triggered.) _test 3: accuracy flow rate measurement complementary tests were performed on the pump sensors and no dysfunction was noticed. Therefore, the reported event has not been reproduced. For this device, no technical cause can be identified compared to the complaint because nothing has been detected and the device worked as intended during testing. Note about complaint description: the pump doesn't generate pressure on the line, but done a supervision of pressure in line, and trigger alarm if pressure level measured, is equal or superior of pressure threshold set, for downstream side. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.